Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they had pain and pinching in the vaginal area that started on the day of report. The patient stated that they could not turn stimulation off because they would be using the bathroom more and noted that they did not have their controller to adjust it. No further complications were reported or were expected.